Event description:
Patient underwent a right medio-lateral opisiotomy in 2005 with an absorbable suture, using an interrupted stitch and tied individually. Twelve hours later, it was determined that the sutures were broken and the incision was re-sutured.